Event description:
It was reported that unspecified bd¿ tube was giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. It was reported that the troponin results are high and when they are repeated they are normal. Unexpected and/or unexplained clinical or qc results. You indicated that you have experienced unexpected and/or unexplained clinical or qc results. Sometimes a troponin result would be high and the repeat is normal. I cannot give details.

Manufacturer narrative:
H.6. Investigation: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical service provided troubleshooting with the customer. The principal pre-analytical issues for falsely elevated troponin assays include hemolysis and fibrin. These are of particular concern with highly sensitive assays, therefore careful attention is necessary in terms of phlebotomy, storage, handling and processing of specimens. Instrument manufacturers and published data on interferences may be a useful resource for this issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube was giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the troponin results are high and when they are repeated they are normal. Unexpected and/or unexplained clinical or qc results. You indicated that you have experienced unexpected and/or unexplained clinical or qc results. Sometimes a troponin result would be high and the repeat is normal. I cannot give details.